Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-11339, related manufacturer reference number: 2017865-2021-11340, related manufacturer reference number: 2017865-2021-11341. It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death were cardiac arrest, cardiopulmonary myopathy and chronic obstructive pulmonary disease.